Event description:
Report received from (B)(6)stating that the device was displaying an error code, heating and the rotation stopped. It is known that the event did not occur during surgery. However, it is unknown if there was patient or user injury or medical intervention reported related to this occurrence. The date of the event is unknown. No additional information is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).